Manufacturer narrative:
(B)(4). Product will not return; customer is comfortable with the back to back test results readings obtained during the initial call. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Customer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 278 mg/dl and test result reported of 232 mg/dl on doctor's office meter. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 234 on both test. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1: 278 mg/dl (B)(6) 2016 01:13 pm fasting: yes; 2: undisclosed; 3: undisclosed; 4: undisclosed; 5: undisclosed. Memory concerns: 278 mg/dl. Customer informed that he has just been diagnosed with diabetes and is currently taking metformin 500 mg twice a day. Meter memory was set with date and time correctly. Upon performing the back to back blood test the customer stated that he felt comfortable with the results he is receiving and that he is satisfied with the meter.